Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A product manager specialist reported that during an intraocular lens (iol) implant procedure, the lens cracked. There was patient contact, but no reported patient harm. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow form from the reporter, it was indicated that a suture was used.

Manufacturer narrative:
Only the lens was returned in a specimen jar. Solution was dried on the lens. The lens was torn(possibly cut), completely separated with only one portion returned. This lens portion contained one haptic. No other damage was observed. The device was not returned for an evaluation. Viscoelastic was not provided. The reported damage was observed. The product investigation could not identify a root cause for the complaint. The device was not returned to evaluate. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).